Manufacturer narrative:
The device is not able to be returned for evaluation. The investigation is ongoing. Once we have additional relevant information, it will be submitted in a supplemental report.

Event description:
Complainant alleges "60-5169-001: during a laparoscopic case, the conmed monopolar cord, which was connected to a laparoscopic hook and a valleylab force fx, started sparking, broke apart, and caught the surgical drape on fire, resulting in a hole the size of the quarter in the drape. No patient injury."

Manufacturer narrative:
The device was not available for return. In addition, despite repeated requests, we did not receive pictures or the lot number of the device. With so little information provided, the complaint could not be confirmed and root cause could not be established. If any additional relevant information is discovered, it will be submitted in a supplemental report.